Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional information: e1(state: rm & postal code : (B)(6)). A getinge field service engineer evaluated the unit and found customer reported "during use the system overheating alarm occurred and it crashed. Subsequently shutting down and restarting resolved the problem" the problem was confirmed via the device logs .* work carried out: cleaning of fans, functional check of the appliance. Functional checks and diagnostic tests.* final result: repair completed. The device has passed all performance and safety tests according to the parent company specifications. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to workers or patients.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was overheating and alarm occurred and it crashed. Subsequently shutting down and restarting resolved the problem. There was no patient harm.